Event description:
This plate was implanted in a patient. Later the patient reported pain. An x-ray was taken and the surgeon noticed that the plate had broken.

Manufacturer narrative:
Patient daughter did report the patient was non-compliant, wearing high heel shoes on day 2 post op and full weight bearing against surgeon's advice. Eval summary: device was not returned.